Event description:
While treating an mca occlusion, the physician positioned a psc032 proximal to the clot. He removed the transend ex wire and inserted a pss032. The separator became stuck 1cm proximal to the catheter tip, in the siphon. The physician pulled the separator back, pushed forward, then pulled back again. As he pulled back the last time, the separator broke at the proximal end. The reperfusion catheter and separator were removed together. Another psc032 was used to finish the case.

Manufacturer narrative:
Conclusion: this device is available for return, however, it has not been received for evaluation at this time. When the device evaluation is complete, a follow-up MDR will be submitted.